Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the narrow mid right coronary artery (rca). The 3.0x33mm xience prime stent delivery system (sds) failed to cross the lesion. Though contradictory, the report also suggests that a proximal shaft separation may have occurred during the procedure and there may have been a delay in the procedure. There were no reported adverse patient sequela. Rotablation, cutting balloon, and deployment of three xience stent implants were done to successfully complete the procedure. There was no additional information provided.